Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the reported. However, a root cause could not be determined and was not reproducible through testing. Production and quality testing of the attachment was not performed as the device was not in working condition. Microscopic evaluation revealed minor gear wear. Both bearing retainers looked good. Minor debris and lack of lubrication was observed within head and cap cavities. All inner components appeared to be dry and corroded. The lack of lubrication may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca while in use. The reported complaint did not result in an injury or need for intervention.